Manufacturer narrative:
Device lot number is unknown. Manufacturing review of the device history record cannot be conducted. Although the exact cause of the reported event cannot be conclusively determined, hematoma is a known complication with the cangaroo envelope as stated in the IFU provided with the device.

Event description:
It was reported that reimplant was done for the patient's device. Patient had hematoma. Device was placed submuscular versus previously intramuscular position.